Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient showed symptoms of weakness and edema during a primary care physician check up. It was reported that the right atrial (ra) lead showed low impedance measurements, polarity switch and under-sensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.